Event description:
It was reported that the user experienced an extreme low glucose event while using the ilet system; the user became disoriented, did not perform an immediate fingerstick, treated with honey and approximately 12 oz of soda, and later recorded a fingerstick of 180 mg/dl while the pump displayed 150 mg/dl; the agent assisted the user in entering the blood glucose value into the pump for calibration and recommended education to prevent overtreating treat future lows, which indicates a usage issue rather than a device malfunction. Symptoms included hypoglycemia and disorientation. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified related to improper or incorrect treatment approach for hypoglycemia, and no applicable component issue was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.